Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-24009. Related manufacturer's reference number: 2017865-2021-24011. It was reported that the patient presented in the emergency department (ed) with an open wound incision. The incisions were swabbed and sent to the lab for cultures. (B)(6) is a cause of staph infection. The physician made the decision to explant the system and stated that the patient was from a nursing home and should have been given vancomycin to cover for community acquired mrsa since the patient was high risk. Patient was in stable condition.